Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that since implant of the implantable pulse generator (ipg). The patient has swollen left breast along with pooling of blood below the implant site that continues to grow in size. After a device check, the patient complained that the heart rate and blood pressure increase with any activity and then won't slow down. The ipg remains in use. No patient complications have been reported as a result of this event.